Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visual inspection confirms that the upper jaw hook is completely broken off, confirming this complaint. The broken piece was not returned for evaluation. The auto capture plate was also not returned. When testing for functionality a test needle was loaded in the needle tray, and the needle lever was actuated, device functioned as intended. The jaws did close and open successfully when tested. No other anomalies were discovered on the device that could contribute to the upper jaw breakage. The user finished the procedure with the broken jaw, which is possible since the jaws open/close as intended and needle extract/retract successfully. This type of failure could be attributed to blunt force impact; potential root causes include the device hitting bone during a procedure or the device being mishandled. However, a definitive root cause for this failure cannot be determined. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a related complaint search in depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices that was released to distribution. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that the hook on the top jaw that grabs suture on their expressew iii ac + gun broke off at the end of a rotator cuff repair. No parts fell into the patient. The case was completed with the device. There were no patient consequences or delays. The device is being returned.